Event description:
It was reported that the pump battery was unable to be charged. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.